Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved when the pump began charging after being left plugged into a working outlet with the original charging supplies for at least 30 minutes, and no further assistance was required.